Event description:
Additional information received on 24-feb-2017 clarified that the patient reported 'they perceive pump stopped working with electrical shocks in pocket with vibrations'. The patient also experienced increased pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (500.0 mcg/ml at 63.46 mcg/day) and prialt (8.0 mcg/ml at 1.0154 mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump stopped working and there were electrical shocks and vibrations in the pocket. The device was interrogated on (B)(6) 2014. The elective replacement indicator (eri) was at 3 months, the logs looked okay, and no alarms had occurred. The device diagnosis was ¿complains of pump not working.¿ the pump was explanted/replaced on (B)(6) 2014. The etiology was related to the device/therapy and not related to the implant procedure. The event resolved without sequelae as of (B)(6) 2014.

Event description:
Additional information received from a healthcare provider via a clinical study reported the complaints of electrical shocks and vib rations came from the patient. The logs do not suggest anything happened with the pump; however, increased pain and the complaint that the pump stopped working could be due to the proximity of the elective replacement indicator, eri.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was updated to not applicable and the clinical diagnosis was updated to complains of electrical shocks in pump pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.